Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the air/water supply and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign object attached to the plastic distal end cover, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the bending section cover and the connecting tube were discolored; the adhesive on the bending section cover was cracked, along with a discolored area; the control unit was corroded due to water leakage; the suction cylinder was shaved; switch#4 was worn; the adhesive around the objective lens was peeled; the adhesive around the light guide lens had a white clouded area; the plastic distal end cover was scratched; and the connecting tube had a buckling. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning, but it is unknown if there were any abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brush, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective air/water supply. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object attached to the plastic distal end cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.